Manufacturer narrative:
(B)(4). The homechoice was evaluated by the product analysis lab for the reported event of increased intraperitoneal volume (iipv). The device was determined to meet specifications relative to the iipv identified during service log review. The assignable cause of the iipv identified via device log review was determined to be: insufficient drain, false empty detect and use error initial drain alarm setting inappropriately programmed. The device was subsequently forwarded to service. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate. Follow up: product surveillance followed up with the nurse and provided the results of evaluation to the nurse and the probable cause identified. The nurse will follow-up on the initial drain setting. The nurse reported that the patient was doing great on the new cycler with no reported issues. No patient injury or medical intervention was reported. Additional information: the root cause of the reported problem of overdelivery / increased intraperitoneal volume is currently being investigated through CAPA number (B)(4).

Event description:
During initial assessment of a returned homechoice (hc) machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on date (B)(6) 2010, therapy started at 02:59, during drain cycle 1. The ultrafiltration (uf) reading was 2406ml, indicating the home patient (hp) drained 2406ml more than their programmed fill volume of 1800 ml. This information gave a total drain volume of 4206ml, which meets iipv criteria.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up e MDR.